Event description:
The customer reported to beckman coulter (bec) a leak at the probe of the coulter ac*t-diff analyzer. The volume of the leak was about 5 drops and was not contained within the instrument. The material safety data sheet (msds) was reviewed. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered that the baths of the instrument were overflowing. The fse found that pinch valve (lv13) that controls the output of the instrument waste was stuck. The fse replaced the pinch valve lv13 and the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was that pinch valve lv13 was stuck. (B)(4).